Manufacturer narrative:
No patient information available from the site. A medtronic representative went to the site to test the equipment. The imaging system passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that loading a patient from the worklist which had too long a description, >64, resulted in a block of the system and a "corrupted database" error message. The issue occurred during the registration task and the surgery was completed without imaging or navigation. There was no impact on the patient outcome and no surgical delay. It was noted that a temporary fix was through backup retrieval.